Event description:
On july 10th, when my wife gave birth in (B)(6), she used a perineal soothing spray from a postpartum care package purchased on amazon. After using it, she experienced a severe allergic reaction in the genital area, which was alleviated only with the help of a doctor.